Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ovarian cyst removal, the suture was broken and was replaced to complete the case. An x-ray was performed for the express purpose of locating the component, or confirming that all pieces were located.